Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 452 mg/dl at the time of the incident. Customer stated that he was changing his set and had a black circle at the top of pump able to clear and get connected. Customer then advised of high blood glucose two meters were giving differ readings 380 mg/dl-452 mg/dl. Product will not be returned for analysis.